Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for a week with diabetic ketoacidosis. Reportedly, the customer mentioned inaccurate continuous glucose monitor levels; however, it was not provided if this contributed to the event. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.